Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered 12 shocks as inappropriate therapy due to t-wave oversensing. X-ray imaging was performed. Technical services (ts) was consulted and discussed recorded episodes, patient history and device settings, with the smart pass feature noted to be disabled. Ts discussed this patient had a history of cardiac sarcoid and how it might affect the amplitude of the patients r waves and their relationship with device sensing capabilities. The patient experienced mental distress due to the shocks delivered. The patient was sedated and hospitalized. This s-ICD remains in service. No additional adverse patient effects were reported. Additional information indicates this s-ICD system had its therapy turned off per physician discretion and was subsequently explanted. A new device was implanted. No additional adverse patient effects were reported. The device has been returned and analyzed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered 12 shocks as inappropriate therapy due to t-wave oversensing. X-ray imaging was performed. Technical services (ts) was consulted and discussed recorded episodes, patient history and device settings, with the smart pass feature noted to be disabled. Ts discussed this patient had a history of cardiac sarcoid and how it might affect the amplitude of the patients r waves and their relationship with device sensing capabilities. The patient experienced mental distress due to the shocks delivered. The patient was sedated and hospitalized. This s-ICD remains in service. No additional adverse patient effects were reported. Additional information indicates this s-ICD system had its therapy turned off per physician discretion and was subsequently explanted. A new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: h6 impact codes.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered 12 shocks as inappropriate therapy due to t-wave oversensing. X-ray imaging was performed. Technical services (ts) was consulted and discussed recorded episodes, patient history and device settings, with the smart pass feature noted to be disabled. Ts discussed this patient had a history of cardiac sarcoid and how it might affect the amplitude of the patients r waves and their relationship with device sensing capabilities. The patient experienced mental distress due to the shocks delivered. The patient was sedated and hospitalized. This s-ICD remains in service. No additional adverse patient effects were reported. Additional information indicates this s-ICD system had its therapy turned off per physician discretion and was subsequently explanted. A new device was implanted. No additional adverse patient effects were reported.